Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was unresponsive had diminished battery life, unusual noises, unexplained or random no delivery alarms, insulin pump was rewind was slower. No harm requiring medical intervention was reported. Insulin pump was not giving warning when running low on insulin. The insulin pump will not be returned for analysis.